Event description:
It was reported via a customer letter and a voluntary facility medwatch that "the guide wire was being inserted via the femoral artery and resistance was met. Under fluoroscopy, it was found that the guide wire was balled-up. The physician retreated the guide wire and attempted a second time. At this point, the guide wire was intact. The second attempt resulted in the same balling-up as the first attempt and the guide wire was removed. When the guide wire was placed on the sterile field, it was noted that a portion of the wire was missing and was found via fluoroscopy within the pt." Surgical intervention was required for removal. Add'l info has been requested regarding this event.

Manufacturer narrative:
The guidewire has not been rec'd for analysis as of the date of this report.